Manufacturer narrative:
The original battery cap has a missing battery cap contact. The pump had blank display due to missing battery cap contact. However, using a test battery cap, the pump was able to power up. The pump was programmed and monitored. No blank display noted during testing. The pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The pump was received with cracked battery tube threads and cracked/broken case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, pillowing keypad overlay, and stained keypad overlay. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 29-jul-2023 in the pump history file. 07/27/2023 07:38:00.000 alarm alert notification (40) fault number: change battery fault (73) 07/27/2023 07:48:00.000 alarm alert notification (40) fault number: changeb attery fault (73) 07/27/2023 08:09:00.000 alarm alert notification (40) fault number: off no power (11) 07/27/2023 08:09:49.000 battery removed (55) 07/27/2023 08:09:49.000 alarm alert notification (40) fault number: battery removed (84) 07/27/2023 08:09:51.000 battery inserted (44) 07/27/2023 08:09:51.000 alarm alert notification (40) faultnumber: failedbatttest (58) 07/27/2023 08:09:53.000 batteryremoved (55) 07/27/2023 08:09:53.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 07/27/2023 08:20:03.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 07/27/2023 08:20:25.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 07/27/2023 08:20:33.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 07/27/2023 08:32:38.000 batteryremoved (55) 07/27/2023 08:32:38.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 07/27/2023 08:42:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Changebatteryfault (73) was due to the customer's battery in the pump is low on power and offnopower (11) was due to battery power depleted. Failedbatttest (58) was due to the battery inserted on a battery change does not have sufficient voltage. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. The test battery was removed and reinserted with no pump error 23 alarm or battoutlimit (6) alarm noted. Changebatteryfault (73) not confirmed. Offnopower (11) not confirmed. Failedbatttest (58) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Blank display was confirmed during analysis due to missing battery cap contact. Battery cap contact missing/damaged was confirmed (missing battery cap contact). Battery cap cracked/damaged was confirmed (missing battery cap contact). Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer complained about blank display, battery cap damage, contacts getting damaged and pump not turning on . Troubleshooting was performed and pump dropped from height and crack is identified. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.